Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "broken door" which was not reproduced. The reported symptom "broken door" was confirmed through review of the event history log by multiple "door jammed!" Events. Evaluation did not identify any damage to the door and successfully loaded a set and ran an infusion. An assignable cause associated with the reported symptom was not identified. The device was tested and calibrated before being returned to service.

Event description:
It was reported that a spectrum pump had a broken door. Any patient involvement, injury or medical intervention is unknown.